Event description:
It was reported that a patient underwent an unknown spinal procedure. Prior to the procedure, it was noted that a product was missing from the set. A new item was used to complete the surgery. The day after surgery, it was reported that the patient died from a heart attach while in the ICU. Per the surgeon: "it was neither surgery nor product related. There was no malfunction and I have no information about health issues". Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.